Event description:
Reporting status: malfunction. Reporting rationale: guide wire was partially broken upon removal from pt. Device issue: guide wire partially broken. It was reported that there was difficulty removing the guide wire following angioplasty. The guide wire was partially broken, but the core was preserved. The guide wire was removed as a "whole" with the assistance of the balloon catheter. No add'l info event or pt info is available.